Manufacturer narrative:
At the time this event was reported to merz aesthetics, the pt's symptoms had already resolved. No additional info was provided by the injected facility. The radiesse lot number was not provided; therefore, the device history records could not be reviewed.

Event description:
A pt was injected with 1.5ml radiesse dermal filler along the cheek bones, by body benefits, republic of ireland (product was ce marked) in (B)(6) 2010. The pt did not have any bruising or issues immediately following the injection. One week post, the pt awoke during the night with significant swelling and throbbing pain. She went to her general practitioner, who prescribed augmentin and anti-inflammatory (the pt lives far from body benefits). The pt was fine at one week following the prescriptions.